Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that while using a cavitron g131 scaler the insert was getting hot; no injury resulted.

Manufacturer narrative:
Evaluation found the inserts are getting warm due to low water flow. Water flow tested at 15cc/min maximum. Found water regulator out of adjustment and debris in water filter. Also, a DHR review was conducted with no discrepancies noted. Low occurrence of issue for water regulator out of adjustment. Customer is expected to maintain water filter. Components are expected to fail when unit is out of useful life.